Event description:
It was reported on (B)(6) 2014 the insulin pump alarmed button error. Customer's blood glucose was 6.4 mmol/l. Customer does not recall any significant event that may have caused the device to alarm. The device did not get wet. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window. The device was received cracked case at display window corner, cracked reservoir tube lip, and cracked lcd window. The device was received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.